Event description:
Medtronic received information that during use of an intersept y-connector, it was reported that there was a crack on 1/4" arm of the connector. Initially it was a small crack, but it progressed to a complete break. The patient returned for incontinence care by prior registered nurse. Air was heard in the extracorporeal membrane oxygenation (ECMO) circuit. There was concern for air entry via y connector. Perfusion, cca attending, ECMO coordinator, and multiple nurses were at the patient's bedside. The circuit was clampedand the y connector was changed. The perfusionist assessed the old y connector and no crack was noted initially but with minimal manipulation the plastic cracked completely in half. While the circuit was clamped the patient's mean arterial pressures (maps) dropped to mid 20's, and the patient went asystolic. The patient was medically supported with return of hemodynamic stability with return of ECMO flow. The device was replaced to complete the procedure. There was no additional adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that cca refers to critical care attending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.